Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During urological laparoscopic surgery, error e226 (scope communication error) was displayed and the endoscopic image disappeared. The user cleaned the connector of the subject device, and the phenomenon was resolved. The user continued to use the subject device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp.(omsc) investigated the device and could reproduce the reported phenomenon. According to the investigation, buckling was found at the appearance of the cable. The reported phenomenon attributed to the disconnection of the cable due to the applied external force. The device history record indicates that the subject device has been shipped in conformity to the specifications. There were no further details provided. If significant additional information is received, this report will be supplemented.